Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). (B)(4) was implemented to improve the design of the button to reduce these failures due to misuse.

Event description:
On 11/22/2023, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope ii btb, reconstruction with internalbrace ligament augmentation repair needle popped off prematurely. Needle and sutures were removed, and a second kit was opened from the same lot with no issues. Then, the ar-1588tn-21 tightrope ii abs implant would not tension the construct when tensioning the strand, and seemed to be locked. Sutures were removed and another ar-1588tn-21 tightrope ii abs implant was opened from the same lot with no issues. There was no case delay reported. This was discovered during an acl reconstruction procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.